Event description:
It was reported the patient underwent a leadless implant procedure. During the procedure, the patient received an excess amount of fluid intravenously. Following the procedure, the patient experienced respiratory distress requiring a transfer to the critical care unit where the patient was intubated and medication was administered. The patient was likely experiencing pulmonary edema due to excess fluid given during the procedure and a history of heart failure with preserved ejection fraction. The patient was stabilized. No further information was obtained about the current state of the patient.